Event description:
Pt died suddenly at home. Post mortem interrogation of the device showed a device parameter error message and a ram printout indicating that the device was in a rapid pacing stated and that the serial number of the device had changed. Real-time measurements other than battery voltage could not be retrieved. Stored and real-time electrograms also could not be retrieved and a message which states that the device was detecting an arrhythmia repeatedly appeared. Communication with the device was difficult when attempting to retrieve electrograms.

Manufacturer narrative:
H3. Evaluation summary: the crystal oscillator of this device had failed resulting in a low crystal voltage amplitude. Co has observed through tests that slowly decreasing crystal oscillator signal amplitude can alter the microprocessor clock signal causing a device serial number to change as well as the anomalies noted in the initial report. The device parameter error in this case resulted in rapid pacing. H.7. Ref. Recall #z-232-7.